Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the product had rust.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: rusty. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause for rust could have been due to the instrument not being dried with a lint free towel per (B)(4) after cleaning. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported that the product had rust.